Event description:
It was reported that "the balloon did not inflate when tested before use". No patient injury was reported.

Manufacturer narrative:
One catheter was returned for evaluation with an attached monoject limited volume syringe. No introducer or contamination shield was returned. The balloon inflated but could not maintain inflation due to an interlumen leakage in the backform between the inflation lumen and distal lumen. The location of the interlumen leak was determined by crimping the catheter body. The proximal injectate lumen was patent without leakage. No visible damage to the balloon latex, catheter body or returned syringe was observed. Visual examination was performed under 10x magnification. A review of the manufacturing records indicated that the product met specification at the time of release. The customer report was confirmed as related to the manufacturing process. An investigation is underway to determine what actions are needed to prevent recurrence of this type of complaint.